Manufacturer narrative:
Follow-up # 1 - the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On july 16 2015, the reporter for lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultraping meter had a fading display issue. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained from cca when they followed up with reporter. The reporter stated that the alleged display issue first occurred ¿a few months ago¿. On (B)(6) 2015 lunch time, the patient obtained a blood glucose reading of ¿9.7mmol/l¿ and thought she administered a bolus dose to herself. At 3:00pm she obtained a blood glucose reading of ¿29.9mmol/l¿ followed with a reading of ¿30.5mmol/l¿ at 3:30pm. The reporter stated that the patient did not develop any physical symptoms. The reporter checked her log book and discovered that zero units of bolus had been administered. The reporter felt this was a result of the faded screen. The reporter stated that on (B)(6) 2015 the patient self-treated with ¿5.5 units of novarapid insulin¿ the patient manages their diabetes with an insulin pump and reported continuing with her usual dose of medications including sliding scale as a result of the alleged issue. At the time of troubleshooting the cca noted that there was no misuse of the product, it was not the first time the meter was being used and the patient had a backup meter. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. Additionally this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.